Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubies in row c of main drawer 4 had not been seated properly, which caused the inventory issue. A field service engineer remotely guided the customer to open main drawer 4, remove the cubies in row c, reseat them properly, and verify the inventory. The system functioned as intended after the customer completed the steps and resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 pocket c1 could not be opened and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.